Event description:
(Os (B)(4)). The dentist reported that 1 months after the implant was installed in intra-oral region # 28 it was verified its non-osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed.